Manufacturer narrative:
Evaluation of the returned smart coil revealed offset coil winds. If the device is forcefully advanced against resistance, damage such as offset coil winds may occur. This damage likely contributed to the embolization coil being stiff during the procedure. The introducer sheath was not returned for evaluation; therefore, during the functional test, the device was sheathed with a demonstration introducer sheath during functional testing, then the smart coil could not advance out of the introducer sheath due to the offset coil winds. Evaluation of the returned smart coil revealed offset coil winds. If the device is forcefully advanced against resistance, damage such as offset coil winds may occur. This damage likely contributed to the embolization coil being stiff during the procedure. During functional testing, the device was able to advance through its introducer sheath and a demonstration microcatheter without issue. Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced during advancement. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. Then the device was able to advance through its introducer sheath without issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-02506; 3005168196-2021-02507.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2021-02506 and 3005168196-2021-02507.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, a smart coil was reported to be stiff and could not be fully inserted into the aneurysm. It was also reported that the smart coil kicked the microcatheter out of the target location. After several attempts to implant the same smart coil, the same issue continued to occur. Therefore, the smart coil was removed. Next, the same issue occurred with the next two smart coils. Therefore, these smart coils were also removed. The procedure was completed using non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.